Event description:
It was reported that this patient had a routine follow up, and when this subcutaneous implantable cardioverter defibrillator (s-ICD) summary report was printed, the number of shocks delivered was 207. However, the actual number was 0 shocks. The device interrogation and subsequent printing of the report were performed again, and the correct number of episodes was then displayed. Technical services indicated that the issue is related to a communication failure between the device and the programmer, which may occur due to the external noise environment during communication. Several countermeasures were recommended. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device may have exhibited the erroneous shock counter number due to a communication problem between the device and the programmer, which may occur due to external environmental noise during communication. This type of communication issue has been seen in the past and a programmer software update was implemented, though the update is expected to mitigate and not eliminate occurrences of this type.